Event description:
Revision operative notes (B)(6)2020 indicate the patient received a left total knee revision due to pain and instability. Upon entering the joint, exuberant synovitis and scar formation was found in the anterior compartment nearly covering the patellar button. This was removed. Poly insert was revised. There was no indication of device deficiency with the tibial, femoral or patellar implants. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (age, birth date) b5, b7, d4 (lot,expiration), d6, d11, h4 and h6 (patient). Corrected: a1, d1, d4 (procode,UDI), g1 and g3. Removed: h6 (patient) surgical intervention and medical device removal. No code available (3191) is used to capture synovitis and device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : updated 23-apr-2021. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch:null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loose knee. The patient was brought into or and was taken through range of motion and was noted the spacer was not the right thickness. The surgeon trial 2 additional thicknesses before deciding the size 5 8mm rp stab insert was the right balance for the patient knee. The real insert was placed in patient and closed without incident. No additional information is available. Doi: unknown; dor: (B)(6) 2020; left knee.